Manufacturer narrative:
The pump was returned on 05/02/2024 and the investigation was completed on 5/13/2024. The event log of the returned device was reviewed, and there are no lines that indicate a system error took place during an infusion. A 50 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's library configuration does not allow an infusion larger than 50 ml. The pump ran for 50 ml at a rate of 0.8 ml per hour. The infusion was able to successfully complete without any system error alarms occurring. During functional testing, the reported issue was not duplicated. There was no system error present in the event log, the pump then completed a 50 ml infusion without one taking place. A CAPA has been opened to address the issue reported. Ref (B)(4).

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/12/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.